Manufacturer narrative:
(B)(4). Approximate age of device - 3 months. The patient remains on lvad support. Additional information was requested, but no further information has been provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the pump was making audible ¿chattering¿ noise and the pump powers were elevated. The patient was asymptomatic. A system controller data log file was submitted to the manufacturer's technical services representative for review. It was observed that the pump power was increasing and pulsatility index values were decreasing. This trajectory has been linked to possible thrombosis. Additional information was requested but has not been provided.

Manufacturer narrative:
The report of elevation in pump power values was confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the change in pump power could not be determined. A specific cause for the reported audible noise from the pump could not be determined. The patient remains ongoing on the pump and no further events have been reported at this time. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.